Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: h6. Patient code - remove 1924 device code - remove 2423 result code - remove 3233 conclusion code - remove 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was previously implanted with a bifurcated stent grafts and two (2) suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) months post implant it was reported that the patient had diminished pulses. The limb on the left side (lcia) is dead ending into a in the iliac were the anatomy turns. No known device failure but may have contributed to this event. A secondary procedure was performed where a non-elgx stent balloon expandable stent was implanted to extend the distal seal. The patient was reported as doing great with palpable pulses post-secondary procedure.